Event description:
It was reported through an article that a total of 2988 patients with coronary artery disease were enrolled in the stopdapt-2 acs trial where patients received either high intensity statins or low intensity statins at discharge after undergoing percutaneous coronary intervention (pci) for acute coronary syndrome (acs) with a xience stent. Follow up was performed at 1 year. The xience v stents may be related to the following: death, myocardial infarction, stroke, bleeding, intracranial bleeding, gastrointestinal bleeding, target lesion revascularization, and non-target lesion revascularization. The article concluded that after the real-cad trial, the prevalence of high-intensity statins at discharge after pci increased substantially in japan. The use of higher doses of statins, compared with lower doses, for acs patients was associated with a significantly lower risk of the primary cardiovascular composite endpoint. Details are listed in the article titled, ¿prevalence and effects of high-intensity statins for japanese patients presenting with acute coronary syndrome". No additional information was provided.

Manufacturer narrative:
D6 - estimated dates. D4 - the UDI is not known as the part and lot number were not provided. Literature: article title "prevalence and effects of high-intensity statins for japanese patients presenting with acute coronary syndrome". The additional patient effects reported in the article is captured under separate medwatch report. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary arteries. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.